Event description:
Hosp reported while unit was on pt, they noticed the green status led's were not their normal brightness. They were very dim, however, the unit ventilated fine. Pushing the pressure augmentation key caused the ventilator to go fail to cycle.